Event description:
In 2009, the sales rep reported that during surgery, the instrument broke. The sales rep heard a pop when it was being used. Add'l info received from the sales rep on 9 oct 2009: the pt was undergoing a primary lumbar fusion of l4-s1. The surgeon's physician assistant was placing a screw and there was a pop noise. The end of the sequoia modular driver had sheared completely off. One of the pieces had fallen into the surgical site. The broken piece was retrieved without harm to the pt. There was no surgical delay. The surgeon was able to complete the case as indicated with another driver.

Manufacturer narrative:
Product is an instrument and not implantable. A review of the device history record indicates the part met specifications. Visual examination of the returned instrument indicates the hex mating tip has a piece broken off. The investigation determined the likely cause for the driver tip to break is off axis use. Review of the sequoia surgical technique indicates to assemble the outer retaining shaft of the polyaxial screwdriver to the screw head and lock to prevent the off axis condition.